Event description:
Patient had syncopal episode at home while changing out to battery. Lvad interrogation at hospital indicated power lead disconnected alarms. Consult with thoratec engineer, whom recommended changing out controller and battery clips.